Manufacturer narrative:
Patient identifier not available from the site. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging device being used for a spinal fusion procedure. It was reported that the system had imprecision by 1mm with the left side of the imaging system. The manufacturing representative (rep) re calibrated the system and confirmed they were immediately imprecise. The site took into account the amount of imprecision and proceeded. There was no reported impact on patient outcome. There was a reported delay to the procedure of less than 1 hour due to this issue. No further information was provided.